Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with a high followed by a low, while otherwise reporting that the device was learning and that meals were generally announced, and later received dietician guidance to announce snacks. Symptoms included an episodes of hyperglycemia and hypoglycemia without reported subjective symptoms. Outcomes included no injury, no medical intervention, and no alarms or alerts, with troubleshooting and education completed by support personnel. Investigation included review of user-reported history and device use, including blood glucose questionnaire follow-up. Investigation of this case revealed no device malfunction, no dosing errors identified, and a probable behavioral contribution related to meal or snack announcement. It was concluded that the hypoglycemia event had an unclear cause and that the device functioned as intended with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.